Event description:
This report summarizes one malfunction event. A review of the event indicated that model unknown peg feeding device experienced a fluid leak. For this event, the device was used on the patient with no reported injury. The patient was a female of unknown weight and age.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device has not been returned for evaluation; therefore, the investigation is inconclusive for the above listed failures as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model unknown peg experienced a fluid leak. For this event, the device was used on the patient with no reported injury. The patient was a female of unknown weight and age. The unknown peg was not returned to the manufacture, limiting investigation.